Event description:
As reported, post device deployment showed vessel occlusion distal to vascular closure device. Site ballooned with 10 x 40 balloon for 90 seconds and vessel flow restored. Additional information received stated that time to hemostasis was less than 1 minute and the patient outcome was 'fine'.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicated an occlusion posterior to the manta radiopaque lock. The radiopaque lock was situated on the top portion of the femoral head and a dissection adjacent to the manta. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A higher positioned access was achieved utilizing micropuncture and ultrasound. Arteriotomy was 10.0mm, with mild posterior calcification, and a depth measurement of 5.5cm. No issues were endured advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was less than one minute. However, a post-angiogram indicated an occlusion posterior to the manta site. Balloon inflations were applied for ninety seconds, restoring flow. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. An angiogram submitted indicated a dissection adjacent to the manta access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include vessel laceration or trauma.